Event description:
Customer reported experiencing recurrent occlusion alarms, specifically alarm 2 followed by alarm 26, which did not result in blood glucose levels exceeding 500 mg/dl or a cgm reading of "high." Customer resolved the issue by changing the infusion set and cartridge and continuing insulin therapy.